Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On an unreported date, the patient was hospitalized for the peritonitis event. The cause of peritonitis and treatment for the event were not reported. Pd therapies were ongoing. The outcome of the peritonitis event was not reported; however, the patient was discharged from the hospital two weeks after admission. No additional information is available.